Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the controller being exchanged due to a damaged pin was not confirmed. Multiple requests for additional information were made to determine if the exchanged heartmate 3 system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including inspecting the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cable connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a stroke after being found down in public. While in vascular and interventional radiology (vir) to get a central line for an infection, the patient had a controller exchange for a damaged pin. The patient had resumption of flow followed by a drastic decrease in flow to 0.0 liters per minute (lpm). The controller was exchanged again without return of flow.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-05756. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.